Manufacturer narrative:
Product support tested 2 normal whole blood donors on retained and customer returned profiler lot w48404. Observations were for tni: unable to reproduce elevated tni results on retained or returned devices. All data points with normal whole blood donors were within manufacturing specifications. Cal h (positive control) was tested on profiler lot w48404 for another complaint. All data points within manufacturing 2sd range on retained devices. Cal z (negative control) tested on customer returned devices. No false positive results were observed. All results provided by customer, all below clinical cutoff of 0.40ng/ml as stated in pi. No high bias or false positive results were observed. As of 7/22/2011, there are (B)(4) complaints on lot w48404. No corrective action is required at this time, as no product deficiency was established.

Event description:
Caller reported a potential false positive result on triage troponin I (tni) test vs. Access instrument. A female pt came to the ed and had cardiac testing performed using the triage meter with a positive tni result. Because of the elevated troponin result with normal other cardiac markers, testing was performed by the lab using the access instrument with a negative result. The pt was admitted with abdominal pain, gallstones, and lesion in liver on CT scan.